Event description:
Ous MDR - after an implantation period of about 37 months, oversensing with inappropriate shock was reported. Furthermore, it was reported that over the years a dislodgement of the lead from the apex was observed. The lead was explanted and sent back to biotronik for analysis. Aside from the inappropriate shock, no decline in the patient's health was reported.

Manufacturer narrative:
During the analysis of the lead, it could be noted that the insulation was damaged due to fraying. In this region, the coating of the rope conductor to the distal ring electrode was damaged. This damage can with high probability be regarded the cause for the clinical complaint. The observed damage manifestation requires stress on the led during a longer period of time. The position in the region of the heart valves and the characteristics of the friction lead to the assumption of significant mechanical stress on the lead in the implanted state. Other damage, such as the deformation of the shock coil and deformation and fracture of the rope conductors, probably occurred during the explantation. There were no indications of material defects or manufacturing errors.